Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter did not fit with the polyfix equipment during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "after the peripheral puncture, the catheter hub did not fit with the polyfix equipment, causing the blood return, removal of the catheter and a new puncture. Withdrawal of access with the catheter that presented the deviation, a new puncture was performed."